Manufacturer narrative:
The user device was evaluated and the air-in-line sensor was found to be within specification. The user reported issue could not be duplicated.

Event description:
It was reported that the nurse was at pt's chair side and happened to notice that about 12 inches of air in the tubing. The infusion was stopped prior to the air entering the pt. The pt did not alarm air. The nurse too, it out of svc and tested it with other tubing and it did alarm air. The nurse took it out of svc and tested it with other tubing and it did alarm air. The device was then sent back to the MFR for eval.